Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached elective replacement indicator (eri) after four years despite pacing parameters within the normal range. The device will be explanted and replaced but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
The product has now been returned to the manufacturer. Analysis is in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.